Event description:
It was reported that during the implant procedure for the subcutaneous implantable cardioverter defibrillator (s-ICD) when induction testing was performed, ventricular fibrillation (vf) was appropriately detected, however high amplitude charging artifact caused undersensing of the low amplitude vf signal. An external shock was delivered to end vf after around 35 seconds as the charging artifact caused a delay of therapy delivery. Boston scientific technical services (ts) was consulted and recommended to use alternate sensing vector for induction testing to avoid the charging artifact. Second induction test using alternate vector was performed successfully. The s-ICD was successfully implanted and no adverse patient effects were reported.